Manufacturer narrative:
On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/22/2019, mentor received additional information about the event: - there was inferior migration of the right breast implant. In addition, there was right implant double bubble deformity. A separate medwatch report will be submitted for the complaints alleged against the right implant. - the patient had both breast prostheses removed and they were replaced with mentor memorygel xtra breast implant 490cc gel breast prostheses. On 01/25/2019, the mentor product analysis lab received the device for evaluation. On 02/11/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.6 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. Patient observed deflation of her left breast prosthesis on the morning of (B)(6) 2018. As a result, the patient will undergo explantation on (B)(6) 2019.